Manufacturer narrative:
Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 20 jun 2024 from the home therapy nurse (htn) of a 69-year-old female patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient experienced itching with hypotension (94/58 to 64/58 mmhg) approximately 15 minutes into a hemodialysis treatment on (B)(6) 2024. Treatment was terminated, normal saline administered, and patient was alert and oriented. The patient was transported to the emergency department (ed) with emergency medical services. Additional information was received on 20 jun 2024 from the htn who stated that the patient was observed in the ed with no medical intervention and released the same day. Per the htn, the patient has recovered without sequelae and continues to treat with a dialyzer from a different manufacturer.